Manufacturer narrative:
Analysis: the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Cuff analysis: recurring incontinence was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Pump analysis: recurring incontinence was reported. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. Balloon analysis: recurring incontinence was reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 59.5 cmh2o. It is rated at 61-70 cmh2o. D4: model number: 72400098. Lot number: 0154467014. Model description: control pump fgs. Model number: 72400024. Lot number: 0155910014. Model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted.

Manufacturer narrative:
Model number: 72400098, lot number: 0154467014, model description: control pump fgs. Model number: 72400024, lot number: 0155910014, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted.